Manufacturer narrative:
Follow-up #1: date of submission 17 oct 2017 the device has been returned and evaluated by product analysis on 09/28/2017 with the following findings: on investigation, the pump powered on with functioning audio tone and vibration, evidence of power to the pump. The display screen remained blank on power up. The pump was opened for further investigation and revealed moisture damage to the printed circuit board. Unrelated to the original complaint, the battery compartment was noted to be cracked. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.